Event description:
The facility representative notified baxter of a colleague triple channel volumetric infusion pump with a reported condition of "no audible alarm". The reported condition occurred either during set up or while infusing on a patient. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no additional information at this time.

Event description:
The implanted dual-chamber ICD went into elective replacement mode after 4 months of service without any therapy delivery. The device was replaced with a different dual-chamber ICD. Dates of use: 2009.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4). The pump is available and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4) the pump was received and evaluated by baxter. The reported condition was not confirmed, and was not duplicated. Speaker and back-up beeper are operating within specification and are performing as designed when a failure occurs. The uim (user interface module) software (B) (4), categorized as unremediated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
Customer stated that the physician was not able to attach the capsule to the pt's esophagus. The pt didn't suffer any adverse effects. The dr used another capsule and it attached successfully.